Event description:
It was reported that the pump had a damaged top case and would not turn on. The battery read not applicable (na). No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners were chipped and cracked along top side and left side, the bottom case gasket was damaged, and the right plunger case was cracked. A review of the event history log identified battery communication timeout. Functional testing was unable to duplicate power up issue or battery issue; the pump powered on normally and the battery was operating normally. There was corrosion found on the interconnect board visual inspection confirmed the damaged top case. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customers introduction of excessive fluids to the pumps surface. The root cause of physical damage was due to customer impact. Replaced interconnect board, also replaced battery as a preventative measure. Replaced the top case and performed preventative maintenance and all functional testing which passed.